Event description:
On (B)(6) 2012, a double valve replacement was performed: a 19mm trifecta valve was implanted due to aortic regurgitation; a 27mm epic valve was implanted due to mitral regurgitation. Three years post-implant, the patient presented with elevated gradient across the trifecta valve and grade IV mitral regurgitation across the epic valve. The ef was reported as 15% and the role of cardiomyopathy in relationship to the valve performance was undetermined. The patient was initially admitted in cardiac failure. On (B)(6) 2015 a double redo valve procedure was performed.

Manufacturer narrative:
The results of this investigation concluded there was active and chronic infective endocarditis on cusps 1 and 3. They contained vegetations with neutrophilic inflammation and areas of necrosis, with fibrosis and chronic inflammation. All three cusps were fibrotically thickened and contained calcifications and a thin layer of fibrin. A tear was observed in cusp 2, avulsing it from stent post 3. Gram stains were negative for organisms. No evidence was found to suggest the cause of the infective endocarditis, calcification, fibrin, and tear was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown. This report is related to MDR 3001883144-2015-00030 for the 19mm trifecta valve.

Event description:
Upon explant, one or more cuspal tears and vegetation were observed on the epic mitral valve.

Manufacturer narrative:
(B)(4). This report is related to MDR (B)(4) for the 19mm trifecta valve.